Manufacturer narrative:
The company previously reported the incorrect bad (01/22/2026) that was filed. The correct bad is 02/06/2026. The manufacturer received information alleging a ventilation service required error code was found during maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for maintenance. During the evaluation it was noted that an error code, battery not charging (e-059), was observed on the device's error log. The third-party service technician further evaluated and determined the detachable battery had cause the error code to occur on the device. In conclusion, the device's detachable battery needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the third-party service technician observed two additional error codes, ac disconnected (e-042) and internal battery in use (e-045), in the device's error log. The third-party service technician evaluated but did not provide any information on the cause for these two error codes, which were unrelated to the reportable issue. The muffler, air foam filter, and particulate filter needs replace for preventative maintenance unrelated to the reportable issue.

Event description:
The manufacturer received information alleging a ventilation service required error code was found during maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for maintenance. During the evaluation it was noted that an error code, battery not charging (e-059), was observed on the device's error log. The third-party service technician further evaluated and determined the detachable battery had cause the error code to occur on the device. In conclusion, the device's detachable battery needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the third-party service technician observed two additional error codes, ac disconnected (e-042) and internal battery in use (e-045), in the device's error log. The third-party service technician evaluated but did not provide any information on the cause for these two error codes, which were unrelated to the reportable issue. The muffler, air foam filter, and particulate filter needs replace for preventative maintenance unrelated to the reportable issue.